Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.

Event description:
The customer reports during an pancreatic quarrying procedure with extracorporeal shockwave lithotripsy (eswl) using a single use nitinol retrieval basket, basket incarceration occurred when collecting pancreatic stones. Removal measures were taken according to the procedure manual, but the incarceration could not be released. The basket was eventually removed by crushing the stones using eswl (while avoiding the basket), and it was removed orally. There were no adverse effects to the patient as a result of this occurrence, and the patient required no further intervention/treatment. The patient's current condition is described as "in good health". The doctor said that the main cause of the issue was that the pancreatic stones were hard, but there were no anatomical problems that contributed to the issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the results of evaluation and legal manufacturer's final investigation. Of the device implicated in the suggested phenomenon, only the handle and operation rod were made available for evaluation. The following was observed: the operation rod was broken. There was no abnormality in the outer diameter of the operating rod. The broken area was shaped as if it had been stretched and broken. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to a load beyond the strength resistance might have been applied to the product during lithotripsy, causing the operation rod to break. However, this could not be further presumed/determined. The instruction manual contains the following descriptions related to the phenomenon of the reported event: "·this instrument has been designed to be used with olympus endoscopes to retrieve stones from the biliary tract. ·determine to use this instrument in preoperative diagnosis, interoperative contrast enhancing, or after papillotomy/papillary dilation from an expert¿s viewpoint. If large, rigid or many stones are retrieved by this instrument, the basket with stones engaged may not be removed from the body cavity. ·using the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) may damage the instrument as shown in chapter 11, ¿emergency treatment¿. Use the mechanical lithotriptor (bml-110a-1) or bml handle v (maj-441) with the full understanding that the instrument could become damaged and open surgery may have to be performed. ·never use excessive force to operate the instrument. This could damage the instrument. ·check that no abnormality is detected in the action of the handle. If there is any abnormality, the stone may not be retrieved and/or the basket with stone engaged may become impacted in the body. ·when the basket does not open and/or close smoothly, do not apply force but move the forceps elevator, set the endoscope's bending angle back, or move the position of the basket until the basket opens and closes smoothly. If the action of opening/closing the basket is forced, the sheath may stretch and the resistance in operating the handle may increase. Also, the stone may not be retrieved, and/or the basket with stone engaged may become impacted in the body. ·repetition of stone retrieval will deform and/or deteriorate this instrument. Deformation and/or deterioration may make it difficult to retrieve a stone or could cause the basket with stone engaged to become impacted in the body. If stone retrieval needs to be repeated in a single case, be sure to inspect the action and the appearance before each retrieval. Stop use if any abnormality (e.g., basket wire is cut or sheath is bent, etc.) Is detected during the inspection. ·if retrieval can no longer be performed, determine how to handle the instrument from an expert¿s viewpoint on the basis of the understanding about procedures described in chapter 11, ¿emergency treatment¿. Do not withdraw this instrument abruptly or with excessive force. This could cause perforation, bleeding or mucous membrane damage." Olympus will continue to monitor field performance for this device.